Manufacturer narrative:
(B)(4). A primary set was used but the product information is unknown. It is unknown if the set was backprimed or primed prior to connecting, however, once the secondary was connected to the primary there was no flow. The condition occurred during patient use with an unknown antibiotic. The solution bag was squeezed to initiate flow and the check valve was inverted and tapped. A sigma pump was used and there was no patient injury or medical intervention necessary.

Manufacturer narrative:
(B)(4). The alleged complaint could not be confirmed, because neither a sample nor lot number were provided by the customer. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported medication hung via clearlink secondary medication tubing was administered via gravity flow and the medication was not dripping (primary bag infused). The tubing was changed and secondary medication infused. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.